Event description:
It was reported by service report that the dual articulating headrest neck release would not always lock in place. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Head assembly. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.